Event description:
Information was received from a consumer representative regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported their implantable neurostimulator (ins) shifted upwards 3 days prior to the report and caused a burning sensation. It was stated that the devices didn't work but the patient's symptoms had not been as bad as they were before. The devices hadn't worked for about 8 months. The healthcare provider reported the following day that the patient was in the hospital with burning and swelling over the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.